Manufacturer narrative:
Date device return to manufacturer is unknown. The investigation for the reported optical signal issue and aic - controller error (yellow alarm) issue has been completed. Aic logs confirmed the reported issue. There were multiple instances during the case start procedure where the console presented a screen related to an optical sensor system error. This was triggered due to an invalid/ unreliable placement signal. Rt logs revealed definite placement signal issues that were eventually resolved by reconnecting the pump as advised from the user interface. During routine testing, the console alarmed controller error (opm comm loss). This loss of communication during the routine testing was likely unrelated to the placement signal issues from the complaint date. During the electrical safety test, the pump cable (associated with the fixture) was plugged in, which usually results in an impella defective alarm, but no alarm appeared per usual. This was likely an intermittent malfunction of the epm circuitry and was not related to the placement signal issues from the complaint date. The root cause of the placement signal issue in the field was most likely an air gap (or intermittent optical connection within optical system). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, automated impella controller (aic) had optical and controller failure alarms. No additional information was provided.